Event description:
Consumer reported complaint for high blood glucose test results. Complaint was initially reported on (B)(6) 2021; manufacturer was unable to contact customer until (B)(6) 2021. The customer is concerned with test results from results obtained of 278mg/dl. Customer also stated the results from the true metrix meter are higher when compared to another device; actual meter to meter comparison tests were not provided. The customer¿s expected am fasting blood glucose test result range is 140-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date/time not set, customer stated all are am results): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 - able to establish contact with customer who provided further complaint details. Replacement product was sent to customer. Note: unable to provide additional follow up details as product was recently replaced.

Manufacturer narrative:
Sections with additional information as of 05-jan-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.